Event description:
New information received notes that t-wave oversensing was noted. It was not known if previously programming changes were made or not to resolve the issue. Device reprogramming or lead pace/sense portion replacement was recommended.

Event description:
It was reported that post-paced t-wave over sensing was observed. Reprogramming was recommended. No adverse consequences for the patient were reported.